Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while attempting to charge the pump. Customer unplugged and plugged in the pump to a power source and ultimately the pump began charging. There was no reported impact to customer's blood glucose level.